Event description:
It was reported that low sensing amplitude was observed. The lead was replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.